Manufacturer narrative:
The device was returned to olympus for evaluation. The user¿s complaint was confirmed. The device was visually inspected and found the image was off center due to incorrect user setting. The scope was received with its main body rotated at about 20 degrees to the right, hence causing the image on the screen rotated 20 degrees. The main body controls the rotation of the image. To attain a right-side up image, the markers on the main body must align. The device is fully functional and returned to the user facility.

Event description:
The user facility reported that there was an image problem with the device. The image does not appear, or the image is off center. There was no patient involvement. No additional information was provided.

Manufacturer narrative:
This supplemental report is being submitted to inform that upon further review, this is not a reportable malfunction. Per the legal manufacturer there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur. Please see updated sections: g4, g7, h2, h3, h6 and h10.